Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had alarm not as loud and squirts insulin during priming. Customer stated the insulin pump had crack on retainer ring and on front cover, back light not as bright and might not be adding enough insulin or properly delivering insulin. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.